Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was readmitted to the hosp a week later for treatment of a right groin infection. No wound culture was done since no drainage was noted at the puncture site. Blood cultures showed no growth. The physician stated that it looked cellulitis and administered IV antibiotics. At the time of this report, the pt no longer had pain and was scheduled to be discharged in 3 days. No further complications were reported.